Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Since this is an eom supplied device, a lot history review is not applicable. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 would not work. The hemopro2 extension cable was switched out and the device started working. The hosp did not report any pt effects.